Manufacturer narrative:
The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: pacu rn. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: when the tr band was applied, 16 ml's of air was injected into the band. Within minutes when the pacu rn went to titrate air, only 4 ml of air remained; the tr band started to deflate. She added air to it again, it would not hold air, the balloons kept deflating on their own. There was no harm to patient. It was unclear where the leak came from. Hemostasis was achieved only for a few minutes before the balloons started to deflate on their own. The blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. There were no other devices used in the access site.